Event description:
It was reported that the patient experienced symptoms of dizziness, presyncope waking him up between 11.pm to 2am every night for a couple weeks. A holter monitor showed rapid ventricular pacing which was thought to be tracking atrial flutter and pauses longer than base rate which were thought to be artifact. Programming changes were made. The patient was stable.

Event description:
New information received notes the atrial flutter was deemed to be intrinsic. No noise was reproducible leading to the conclusion that the noise observed was electromagnetic interference (emi) from the halter monitor and the pauses were not true pauses but a result of artifact and not true noise.